Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to v.a.c.® therapy. Device not returned.

Event description:
On (B)(6) 2016, the device passed qc checks and met specifications before placement with the patient. After report of the customer complaint, attempts were made to retrieve the device. However, it was reported that the physician has restarted the patient on v.a.c. Therapy utilizing the same unit. The device remains with the patient to date; therefore a device evaluation could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On jun 17 2016, the following information was reported to kci kk by the physician: on (B)(6) 2016, infov.a.c. Therapy was applied to the patient's skin ulcer after removal of a subcutaneous hematoma in the right shoulder to the front breast. Prior to starting v.a.c. Therapy, the doctor confirmed that the "destroyed and stitched aneurysm had no sign of re-bleeding and the wound did not have any problem with having exposed vessels." A wound care nurse suggested to use mepitel one to the surgical sites to prevent bleeding. First, mepitel one was applied to the wound bed partially, and then granufoam dressing was applied over it. On (B)(6) 2016, the device was turned off in order to change the dressings. During removal of the foams, an arterial hemorrhage occurred at the surface of ulcer. Pressure was applied with gauze to stop the bleeding. The bleeding was confirmed to be from the site that did not have an application of mepitel one, which was 1 cm away toward precordia from the site with mepitel one. During replacement of the canister, 100 ml of dark red exudate was collected. On (B)(6) 2016, it was confirmed the wound did not re-bleed and the whole body condition was stable. "At the start of v.a.c. Therapy, mepitel one was applied under the granufoam dressings to the sites where risk of bleeding could not be denied, but bleeding from these sites was successfully evaded at removal of the foams. The bleeding occurred at an unexpected site, which was about 1 cm away to the chest from the site where mepitel one had been applied." On jun 24 2016, the following information was reported to kci: "the treatment for the patient: the physician ligatured the bleeding region and used avitene powder [non-kci product]... After the physician confirmed that the bleeding had stopped, he sprayed 3ml of bolheal [non-kci product], placed a gauze with saline in the wound, and managed the wound." It was also reported that the amount of the patient's blood loss and granufoam lot number were unknown. A granufoam lot number was not provided, so a device history review could not be performed. A device evaluation of the infov.a.c. Therapy unit is currently pending completion.

Manufacturer narrative:
Correction: MDR-3009897021-2016-00057 fu1 section b5 sent on (B)(6) 2016 reported the device remains with the patient to date; therefore a device evaluation could not be performed. On (B)(6) 2016, kci (B)(6) reported corrected information regarding the device. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. International placement.

Event description:
On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci (B)(6) field service, and the unit passed the qc checks and met specifications prior to patient placement. On (B)(6) 2016, the device was tested post patient placement per quality control (qc) procedure by kci japan field service, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.